Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported increased cobalt, pain, low back pain, leg pain, hip popping out, cannot sit/stand/lay down in one position for more than an hour. Stem is reported on (B)(4). The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
Pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported increased cobalt, pain, low back pain, leg pain, hip popping out, cannot sit/stand/lay down in one position for more than an hour. Stem is reported on (B)(4). Doi: (B)(6) 2013 dor: none (right hip). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the liner. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The search identified no other reports against the remaining product/lot code combination. The investigation can draw no conclusions with the information provided. Product problem has not been identified. The patient is considered morbidly obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Medical records received. After review of medical records for MDR reportability, it was reported that the patient had a multiple dislocation but there was no report of revision at this time. Added laboratory findings. .

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.